Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. Customer declined to troubleshoot further with tandem technical support. There was no reported impact to the customer's blood glucose level.